Event description:
The subject coil was returned for analysis and the device investigation revealed that the subject coil was prematurely detached/separated during use and coil delivery wire broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the firm coil was seen to be stretched. The mid-section of the delivery wire was seen to be fractured. The main coil was seen to have lost its memory. The main coil was seen to be stretched, the suture damaged and detached. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported "coil in catheter friction" it could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during surgery physician encountered resistance while pushing subject coil through microcatheter, so procedure competed successfully using new replace subject coil. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. The device was returned for analysis, and the coil delivery wire was found to be damaged and broken. The main coil was noted to be detached/separated from the delivery wire and appeared stretched, with the suture damaged also seems to be lost coil shape memory. Due to the condition of the returned device, no functional testing was performed. Based on the all-available information and analysis of the device it is probable that the subject coil advanced or retracted against resistance may cause the reported and analyzed defect therefore an assignable cause of 'procedural factors' will be assigned to "coil in catheter friction¿, and to as analyzed coil delivery wire broken/fractured during use , coil delivery wire damage¿, ¿main coil loss of memory¿ , ¿main coil stretched¿, ¿main coil suture damaged¿ and ¿main coil prematurely detached/separated during use¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.